Event description:
Attempted to place powerglide to the right upper arm, unable to advance the catheter into vein. The device was removed from the pt. Upon inspecting the device, there was no wire attached to the needle. The pt was taken to radiology to rule out the wire being left in the arm. Radiologist confirmed the wire was not in the pt. After further inspection of the device, the wire is noted inside the actual device and did not deploy as intended.